Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to high blood glucose, which was caused by her not inserting the infusion set properly. Customer was told that she did not have any ketones at the hospital. Customer's blood glucose was 565 mg/dl. Customer saw that she was having high blood glucose and she was vomiting. Customer was not feeling well and she went to the emergency room because her blood glucose was not going down. Customer was released on (B)(6) 2016. Customer was wearing the pump at the time of the hospitalization.